Manufacturer narrative:
This medwatch report is submitted under arjohuntleigh polska sp. Zo.o. Establishment name and registration (B)(4). Additional information will be provided when investigation conclusion is available.

Event description:
A patient was found on the floor. The fall was not witnessed. Patient fell on her nose, tooth and lip. Cooled it and she went back to sleep. No defect was found within arjo mattress. Bed side rails were in their low position.

Manufacturer narrative:
Arjo was informed about 4 patients falls from arjo atmosair 9000 mattress (medwatch reports numbers 3007420694-2019-00175, 3007420694-2019-00176, 3007420694-2019-00177, 3007420694-2019-00178). Incidents occurred at a healthcare facility located in netherlands taking care of elder people living with dementia. During a regular round, a patient was found on the floor with the blanket. The fall was not witnessed. The patient fell on her nose and tooth. This was cooled and the patient went to sleep. Following the customer fall risk protocol, the bed frame used (stiegelmeyer model bett elvido-vano, type 188222) was placed at the lowest position with side rails lowered. Additionally the an alarm device was placed near the bed, to alert caregivers in case patient exit the bed. In the investigated event, the alarm was activated. No deviation was found in arjo atmosair 9000 mattress. Caregivers have been aware of fall risk and implemented a fall risk intervention as per their protocol. From the above it can be stated that the patient's fall from the bed was most likely related to her medical state and not to atmosair 9000 mattress. Atmosair 9000 user manual states : "side rails and restraints - warning: use or non-use of restraints, including side rails, can be critical to patient safety. Serious or fatal injury can result from the use (potential entrapment) or nonuse (potential patient falls) of side rails or other restraints." "Side rails / patient restraints - whether and how to use side rails or restraints is a decision that should be based on each patient's needs and should be made by the patient and the patient's family, physician and caregivers, with facility protocols in mind. Caregivers should assess risks and benefits of side rail / restraint use (including entrapment and patient falls from bed) in conjunction with individual patient needs, and should discuss use or non-use with patient and / or family. Consider not only the clinical and other needs of the patient but also the risks of fatal or serious injury from falling out of bed and from patient entrapment in or around the side rails, restraints or other accessories." To sum up, arjo mattress was used for patient treatment during the reported fall and therefore played role in the event, but did not failed to meet its specification ( there was no product failure). The patient fall was most likely related to her medical state. We report this event due to patient fall from arjo mattress.

Manufacturer narrative:
The facility's intervention protocol for high risk fall patients is to place side rails in the lowest position and an alarm device is placed near the bed, which alerts caregivers about patient exiting the bed. In the complaint the caregivers found the patient on the floor during control round and the device was "alarming". When conclusions from the investigation are available, a final report will be provided.